Manufacturer narrative:
(B)(4).

Event description:
During a philips field service eval the philips field service engineer observed that the device did not pass the defib charge test due to a low battery. There was no patient involvement as this occurred during servicing.